Manufacturer narrative:
The manufacturer's service representative advised the customer to reboot and check the interconnect cable for a good connection. During an onsite investigation, the system was tested and operated as intended.

Event description:
The customer reported the 9900 system did not display any of the first images. No patient injury was reported.